Event description:
The pump reportedly randomly changed rates on its own. The nurse was setting the pump up to infuse an unspecifed chemotherapy agent at 140ml/h. She states she programmed the rate and volume to be infused, then turned the pump to the secondary mode to clear the secondary information. After clearing the secondary, she turned the pump to run. She states "the numbers (for rate) sprang upward rapidly and settled on a different rate." The rate intially stopped at 999ml/h. The nurse immediately stopped and re-set the pump to 140ml/h. She states the same thing occurred again, this time with the pump stopping randomly at 180ml/h. She attempted to set the pump at 140ml/h a third time; the pump infusion rate reportedly jumped up to 400ml/h. The pump was then discontinued. The patient did not receive any of the chemotherapy during this event as the nurse turned the pump off each time the rate changed. There was no adverse effects to the patient.